Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization procedure, the coil was inadvertently deployed. The target lesion was located in the gastroduodenal artery. During preparation of the 4mmx8cm interlock coil outside the patient, the twist lock was not unlocked as it should have been. Upon advancement of the coil into the renegade .021 microcatheter, the interlocking arms of the coil then became detached. Therefore, while flushing with a syringe, the coil was inadvertently flushed into the patient. However, the coil landed in the intended target lesion. The procedure was completed with the placement of additional coils. No patient complications were reported and the patient's status is fine.